Event description:
The lead was later returned for analysis.

Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available the event will be updated. At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
The lead is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed; the proximal segment only was returned, 761 millimeters (mm). The conductor coils were deformed at 720 mm and 738 mm, noted to be most likely due to a type of grabbing tool. There was also a cut noted in the insulation at 738 mm. Resistance tests were completed to assess the electrical performance of the lead. Measurements throughout these tests were within normal limits of the lead segment returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited loss of lv capture and out of range impedances of greater than 2000 ohms. It was noted that other lead impedances were good, and there have been no reprogramming changes yet. Technical services (ts) suggested electronic repositioning the next time the patient was in the clinic. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the lead was later explanted and replaced.